Event description:
(B)(6), 2012, the customer reported that this lead exhibited high out-of-range (oor) impedance of greater than 2000 ohms. The physician attempted to repair the lead, but was unsuccessful. The lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported. The lead was actively implanted for approximately 14 years, 1 month.

Manufacturer narrative:
The lead was surgically abandoned (capped and successfully replaced), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. To date, no adverse patient effects have been reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.